Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient developed itching sensation and inflammation under the sensor patch area and decided to remove the sensor early. On the same day, the patient consulted a physician who prescribed an oral antibiotic medication (cephalexin unspecified dosage, and duration) to treat the reaction. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.